Event description:
During the implant procedure, a vessel was inadvertently nicked while tunneling with a medtronic catheter passer, resulting in bleeding. The surgeon applied direct pressure to achieve hemostasis. Following the procedure, the patient developed a hematoma at the neck incision site. The surgeon reintubated the patient and drained the hematoma. This resolved the issue.